Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported the dental implant non-osseointegration . Implant was immediately carried out in intraoral region #14, 20 ncm of primary stability was achieved and immediate load was not executed. Patient presented insufficient bone quality/quantity (bone type iii).